Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed h3 other text : device not returned.

Event description:
It was reported that the wake button was sticking. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address elevated bg level. Customer reverted to an alternative method for insulin delivery.